Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported set screw anomaly was confirmed in the laboratory. Visual inspection noted septum material inside the v is-1 bi set screw that prevented full engagement between the torque driver and the set screw cavity.

Event description:
It was reported that during a competitors lead replacement it was difficult to screw the lead into the device header. Afterward, the lead could not be released. The lead was cut and replaced. The patient condition was good post-procedure.